Event description:
During an appointment to upgrade the user's audio processor (ap) the user was not able to detect any sound with the device. The user has been re-implanted.

Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During an appointment to upgrade the user's audio processor (ap) the user was not able to detect any sound with the device. Both the old ap and the new one were tried but the user still was not able to hear.